Event description:
According to the reporter, during a laparoscopic surgery with robot support, during setup, before using device to the patient, handle and a red circle with a line going through it in color grey background error message appeared on the display, and it could not be used. Charging was attempted, but it did not improve the situation. Even after restarting it, the situation did not improve. The handle was fully charged and charger fully charged other handle also. Another handle was brought in to complete the operation. There was no patient injury. Medtronic's initial evaluation of the incident is that per evaluation, the motor screws for this motor had become loose, allowing the motor to move around.

Manufacturer narrative:
D10 concomitant product: sigsbchgr, sig power sigsbchgr one -bay charger (sn:unknown), h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. Visual inspection noted that there was a faded/burnt in section of the oled (organic light-emitting diode) screen. Functionally, the handle showed a power handle error after it initialized, it was connected to mcp (master control panel) and the device software blob could not be read. The inability to read the software blob is a sign of the micro sd (secure digital) card being corrupted. It was reported that the handle and a red circle with a line going through it in color grey background error message appeared on the display. The reported issue was confirmed based on the log files. The system performs sd card integrity check as part of system initialization. This is the only time the check is performed. This condition would result in the handle being unable to enter firing mode pre-operatively. The root cause was traced to a component failure. Internal process improvements have been initiated to mitigate this issue. The evaluation detected an unreported condition of screen burn-in not related to the reported condition. The product analysis noted evidence that the device was not used as intended. This issue may occur due to the display showing the same image on the display for a prolonged period of time. The handle is programmed to turn off the display when not in use. However, when components are left connected to the handle by the user, the amount of time it takes the screen to shut off is extended. Another unreported condition not related to the reported condition was identified: loose motor screw. The most likely cause could not be established from the information available. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.